Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. However, the insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, a21 error test, occlusion test, excessive no delivery test due to a33 alarm. The drive support was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 286 mg/dl. The drive support cap was flushed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.